Manufacturer narrative:
The biomedical engineer reported that the bedside monitor went blank and does not display anything. The bedside monitor was being monitored at the central nurse's station. There was no mention if the bedside monitor had audio or not. The device will power on but is not able to display anything. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the bedside monitor went blank and does not display anything. The bedside monitor was being monitored at the central nurse's station. There was no mention if the bedside monitor had audio or not. The device will power on but is not able to display anything. No patient harm reported.

Event description:
The biomedical engineer reported that the bedside monitor went blank and does not display anything. The bedside monitor was being monitored at the central nurse's station. There was no mention if the bedside monitor had audio or not. The device will power on but is not able to display anything. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the biomedical engineer, (B)(6), reported the bedside monitor (mu-671ra sn: (B)(6) lcd went blank and nothing was displayed. The issue occurred during use and the patient was monitored on the cns. Investigation conclusion: the root cause is determined to be damage and deterioration of the lcd. Issue was resolved upon servicing and the unit was tested to operate within specifications. The following fields are not applicable (na) to the MDR report: d4: lot number & expiration. Additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4: date of this report. F6: date user facility / importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional manufacturer narrative.